Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ventricular lead was implanted on (B)(6) 2018. During a follow up performed on (B)(6) 2021 ventricular noise oversensing was identified in the recorded arrhythmia episodes. The ventricular lead impedance showed no irregularity. Since it was confirmed that the patient had dizziness when the oversensing occurred, on (B)(6) 2021 the subject lead was abandoned in the patient¿s body and replaced.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report.

Event description:
Reportedly, the subject ventricular lead was implanted on (B)(6) 2018. During a follow up performed on (B)(6) 2021 ventricular noise oversensing was identified in the recorded arrhythmia episodes. The ventricular lead impedance showed no irregularity. Since it was confirmed that the patient had dizziness when the oversensing occurred, on (B)(6) 2021 the subject lead was abandoned in the patient¿s body and replaced.